Event description:
(B)(6) 2013, (B)(6) old tonsillectomy & adenoidectomy patient, defect in protective sheath of suction coagulation device causing burn to lip. Reason for use: suction and coagulation during surgery.